Event description:
The customer reports that the equipment was leaking prior to surgery. The procedure was canceled after the pt had received retrobulbar anesthesia, there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).